Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was poor barrier separation of sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation the serum of the sample was at the middle of the tube and the gel was on top of the serum."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separator position abnormality was observed. The photo showed the gel in the middle of the tube on top of the serum. Additionally, retention samples of the same lot were evaluated and tested functionally. The issue of separator position abnormality was not observed. Investigation result of retention sample: thrombin strength and gel movement of the retention samples doesn¿t have any problem in a guarantee specification. And gel did not move up in tests using a specific density liquid with the same specific density as serum. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for separator position abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was poor barrier separation of sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation the serum of the sample was at the middle of the tube and the gel was on top of the serum."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was poor barrier separation of sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation the serum of the sample was at the middle of the tube and the gel was on top of the serum."